Manufacturer narrative:
The device was not returned for evaluation so no results are available neither could any conclusions be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2017-00013 - 3003853072-2017-00015.

Event description:
It was reported that the screwdriver broke during surgery. There were no reports of patient injury associated with this event. This is report two of three for this event.